Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Investigation summary: the customer sent a video where it is observed that the suction liquid sucks air more than normal, additionally when retracted to expel, the liquid is observed on the side of the body of the syringe, therefore the claim is confirmed. Additionally, corrective and preventative action was opened to investigate this failure mode. DHR shows that the molded syringe is monitored by the manufacture where it is evaluated with characteristics such as: burns in the body, burned, deformities, and contamination, according material was approved and approved for use. Furthermore, no non-conforming part was presented that could be attributable to the defect that the client reports. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd plastipak¿ three part hypodermic syringe with needle there was an issue with leakage. There was no report of injury or further medical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak¿ three part hypodermic syringe with needle there was an issue with leakage.there was no report of injury or further medical intervention.